Event description:
Facility reported: "during an emt transport they were using a mallinckrodt satin slipper intubating stylet, 14fr, number 85865. Caller states that during the intubation with a 6.0 et tube on the pt they had resistance to airflow and found a 6 inch length of the stylet sheath had come off and lodged in the et tube. Caller states they bagged the pt and reintubated at the facility with no ill effects to the pt."